Manufacturer narrative:
The pump was monitored for several days. The pump was received with normal operating currents. No unexpected failed battery test alarms noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a failed battery test alarm. The customer's blood glucose was over 160 at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were not missing or damaged. The customer stated that they received a failed battery test after inserting a new battery. The insulin pump will be returned for analysis.